Event description:
Boston scientific received information that this lead was dislodged the next morning after it was implanted due to patient's anatomy as the patient had a persistent left subclavian. Subsequently, the lead was repositioned to the right side. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.